Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error alarm on the insulin pump. Customer's blood glucose was 22.9 mmol/l. Customer feels the batteries have not been lasting very long and refused troubleshooting. Customer was advised that the battery can be reset to resolve the problem. Customer is reverting to an old pump for the time being.

Manufacturer narrative:
The pump was returned for pump error 25. The detailed trace analysis confirmed the low battery alarms and power error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The detailed traces confirmed that the root cause was the non-sleep anomaly software error. The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected bolus delivery stopping during testing was noted. The pump was received with minor scratches on the lcd window and case.